Event description:
It was reported customer was hospitalized, had low blood glucose and was in a vehicle accident. Customer was treated with glucose tablets. Customer had experiences low blood glucose for about a month and out on a new medication. Customer stated the cause of the low blood glucose was over bolus, disconnected during the rewind and prime sequence. Insulin concentration was u100; reservoir showing the same amount of insulin as shown on the status screen. The blood glucose reading was 23mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).